Event description:
The patient reported on (B)(6) 2013 she activated a new pod and her blood glucose was reading between 86 mg/dl to 296 mg/dl for 2 days of wear. She was taken to the hospital and was admitted for diabetic ketoacidosis. She also went into surgery for her gallbladder and was placed on an intravenous drip. During her stay she was vomiting and stated that her bg was high because of the upper respiratory infection she was having. The pod was removed and she noticed the cannula was not deployed. She also stated per her doctor's order she only used the pdm for basal only so no bolus was given. At 3:36 pm her bg was reading 153 mg/dl.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported failure fo the needle mechanism to fire and deploy the cannula or to determine its root cause. Qualification records were reviewed and the product lot met all acceptance criteria.